Event description:
(B)(4). It was reported that the needle card locations were incorrect.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.